Event description:
It was reported that during a rotational atherectomy procedure of a heavily calcified lm diagonal, the burr became stuck in the lesion. The physician was unble to activate the burr for removal. While pulling on the device in an attempt at removal, the drive shaft became elongated. The physician used a forceps to remove the entire system. The pt status is listed as "okay."